Event description:
Mattress found deflated and the pump not running and cool to touch. No obvious leaks in connecting hose. The mattress was inflated when checked less than one hour earlier. Staff turned pump on and the mattress inflated.